Event description:
It was reported by the healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the suture was detached from the anchor on the 4.5mm healix peek anchor w/orthocord device. During in-house engineering evaluation, it was determined that the handle showed foreign matter, presumably biological matter, also a partial part of the suture was impregned of this matter. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary ==> both photo and the actual device were received and evaluated. Upon visual inspection of the photo it was observed that the devices appeared to be in used condition, the anchor was not attached in the inserter and it was not shown in the photo. With the photo provided it was not possible to determine if the suture had a failure/damage. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Upon visual inspection it was reveled that the device was received in used condition, the handle showed foreign matter, presumably biological matter, also a partial part of the suture was impregned of this matter. The anchor was not returned. Upon the suture review, it was found that it does not show structural anomalies, it was correctly attached in the device. A manufacturing record evaluation was performed for the finished device lot number:111l264, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the result of visual inspection, this complaint cannot be confirmed. The customer reported that this was an unused device, but the device was found to be in used condition and the anchor was not returned for physical evaluation. The possible cause of the problem experienced by the customer can be attributed to procedural variables, such as device handling or product interaction during the procedure; excessive tension could have been applied to the sutures and consequently caused them to detach from the anchor, although this cannot be conclusively determined. As per IFU-109139 apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.